Manufacturer narrative:
Section e initial reporter: the first and last names and phone number of the initial reporter are not available due to regional privacy laws. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to use of a bio-medicus nextgen femoral bi-caval venous cannula, it was reported the guidewire could not pass through when the cannula was inserted. The cannula was replaced. There was no patient involvement, so no adverse effect occurred. Medtronic received additional information that re-puncture was not performed. The guidewire did not pass through when checking the device in preparation for use. It is unknown whether the problem was with the guidewire or the inner cylinder. The device was not used on the patient. There were no problems after the cannula was replaced.